Event description:
During an in-clinic follow-up, noise that resulted in over-sensing was observed on the right ventricular (rv) lead. No intervention has been performed. The patient was stable and will continue to be monitored.